Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for low oxygen flow and dp purge valves. The device's inlet air path, air path foam, sensor board and flow path were replaced to address the issues. The device passed all testing.